Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated that their remote home monitoring device was flashing red. The patient was instructed to follow up with their clinic as there maybe an performance issue with their subcutaneous implantable cardioverter defibrillator (s-ICD) system. At this time the system remains in service and no adverse patient effects were reported.